Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact. E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).

Event description:
The customer reported the root "switches off after a while in battery mode." There was no patient impact or consequences were reported.

Manufacturer narrative:
Other, other text: the returned root was evaluated. The device battery diagnostics revealed the device battery had low full charge capacity which resulted in the reported issue. E1: initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).

Event description:
The customer reported the root "switches off after a while in battery mode." There was no patient impact or consequences were reported. There was no patient impact or consequence reported.